Event description:
It was reported that several episodes of noise detected as vf were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.